Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Due to the intra-operative events, the device was not successfully implanted. As such, implant/explant dates are not applicable. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure on (B)(6) 2017, a matrixwave maxillomandibular fixation (mmf) titanium 1.85 mm screw self-drilling/8 mm length broke into two pieces upon insertion into the plate. The piece that broke off was removed; however, it was difficult to remove the piece that remained in the patient's bone. Additional intervention was required. The bone was burred down around the shaft of the screw in an attempt to remove it. Attempt at removal was unsuccessful, so the remainder of the screw was burred away with a fissure burr. The patient was not harmed and the case was delayed by five (5) minutes. Concomitant devices reported: matrixwave maxillomandibular fixation (mmf) titanium plate 10 holes/short (part # 04.503.820, quantity # 1.) This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device returned to manufacturer. A product development investigation was performed. A visual inspection under 5x magnification, device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. This complaint is confirmed. The returned screw has sheared in the area of the coarse thread. Only the proximal portion of the broken screw was returned to cq. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. No new malfunctions were identified as a result of the investigation. A review of the device history records was unable to be performed since the lot number was unknown. Tabulated drawing were reviewed during this investigation. No product design issues or discrepancies were observed. Unable to determine a root cause. No new, unique or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.